Event description:
Device issue: none. Adverse event: hematoma. Time of adverse event: after vessel closure. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after the procedure, the pt developed a "large hematoma" greater than 6 cm. A femostop was applied to express the hematoma. The starclose se clip was uneventfully deployed and achieved hemostasis. The pt was discharged as planned. It was believed that during percutaneous cannulation of the vessel, there was a double wall puncture. Additionally, there was an ipsilateral femoral venous sheath inserted during the catheterization. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4) - patient selection, (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.